Manufacturer narrative:
(B)(4) product not yet returned for evaluation. Most likely underlying root cause: (B)(4) - user has high glucose value test strip UDI# (B)(4). Note: after several attempts manufacturer contacted customer on (B)(4) 2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer went to see her primary doctor for an abscess, but customers blood sugar was reading over 600 for 3 days so customer went to the ER on (B)(6) 2018. Customers blood sugar was over 600mg/dl when at the hospital. Customer has been in the hospital for a week so far and is no longer feeling symptoms. Customer was diagnosed with dka. Customer was receiving dialysis, her regular medication, and insulin. Last blood test done was on (B)(6) 2018 at 11am and it was 290mg/dl fasting.

Event description:
Customer initially reported complaint for e-5 error. While troubleshooting, customer obtained a result of hi. Another blood test was performed by the customer and produced hi. Customer was concerned with results of hi. Even though she had been feeling symptoms at the time, the customer was also concerned with result from the meter memory of 54 mg/dl. Customer was not concerned with the high readings in the meter memory as she had been feeling symptoms when the results were obtained. The customer's expected fasting blood glucose test result range is 80 - 150 mg/dl. At the time of the call the customer reported symptoms of dry mouth, frequent urination, fruity smelling breath, weak, tired and thirsty. Medical attention was not needed at the time of the call. The product is stored according to specification in the bedroom. Customer did state that there had been a power outage and strips had been stored in her purse for a couple of hours. The test strip lot manufacturer's expiration date is 10/20/2018 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: result 1 :429mg/dl date: (B)(6) 2018 time:06:25pm non-fasting. Result 2 :516mg/dl date: (B)(6) 2018 time:11:41pm fasting. Result 3 :319mg/dl date: (B)(6) 2018 time:04:59pm fasting. Result 4 :54mg/dl date: (B)(6) 2018 time:09:45am fasting. Result 5 :528mg/dl date: (B)(6) 2018 time:12:10am fasting.